Event description:
On july 13, 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high readings. The reported issue first occurred on the day before at 11:08 am. At an unspecified date and time, the patient allegedly obtained a blood glucose reading of "120-125 mg/dl" on the subject meter. After the reported issue began, the patient reportedly developed symptoms described as "sweaty and shaky." The patient reportedly took glucose as a result of the reported issue. The patient did not receive any further medical intervention at the time of concern and did not test on any other device. It would have been helpful to obtain the answers to the following questions: what is the patient's diabetes mediation regimen, at what patient's blood glucose reading threshold for hypoglycemia, and the events that lead up to the patient's reported symptoms such as diabetes treatment, blood glucose reading on the subject meter, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was not cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the patient had symptoms that are suggestive of severe hypoglycemia after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.